Event description:
Following was reported: spinal lumbar fusion completed on (B)(6) 2006, l4-5/5-s1 with left tlif, l5-s1 stryker peek spacer 10mmx25mm combined with the zimmer dynesys lis placed on l4-l5-s1. Gelfoam matrix was placed in cage and plf by another surgeon. Dr (B)(6) followed pt for 2-3 years, for right radiculopathy. The right dynesys screw placed in l4 showed lucency. No fall or incident was noted by the pt. A few months ago pain increased and leg pain was present. Pt is a smoker. Dr (B)(6) removed the peek cage from l5-s1 anteriorly and performed an alif at l5-s1 using medtronic precision graft bone 12mm and a vertex plate. Then anteriorly at l4-5 placed another bone graft and buttress screw. Pt was turned prone and dynesys screws, cord, spacer and set screws were removed. All screws seemed within the pedicles and the evokes electrical stimulation was within normal limits. When removing the left s1 screw and spacer between the s1 and l5, the surgeon noted that the cord was broken superior to the left l5 screw. Right l4 dynesys 6.0x45 screw was loose and had lucency on the CT scan (she felt this accounted for his right leg pain). Dr (B)(6) indicated that the l5-s1 there was bone in the foramen.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. In the event description, an off label use was detected. The dynesys is cleared as an adjunct to fusion with autograft - bone. It is not cleared with a peek device, as it was done in the primary surgery. However, a definitive cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. Zimmer (B)(4) considers this case as closed. (B)(4).